Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited atrial noise reversions due to the size and frequency of afib. No intervention was reported. The patient was stable.